Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the infection has resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01723; related manufacturer reference number: 1627487-2020-01725; related manufacturer reference number: 1627487-2020-01726; related manufacturer reference number: 1627487-2020-01727; it was reported that the patient experienced erosion on the scalp due to meningitis. The patient was given IV antibiotics to address the infection. Surgical intervention was undertaken wherein the patient's system was explanted.